Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I have been informed of a pinnacle cup impactor tip breakage. I was informed after the event. No harm to the patient. The surgery was not extended.

Manufacturer narrative:
(B)(4).investigation summary ==> the device was returned and failure mode confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.